Manufacturer narrative:
During inspection and testing, brown liquid came out of the device due to insufficient reprocessing. The reported event (air leak) was confirmed during testing. There was an air leak from the insertion part and bending section cover and a pinhole in the forceps channel. In addition, the insertion section was crushed, wrinkled, and soiled, angulation was insufficient, the return angle was insufficient, there were scratches on multiple parts of the device, the control section was corroded due to water leakage and had an insulation failure, the adhesive on the bending section cover was chipped, the switches malfunctioned, the video cable was wrinkled, and liquid leaked from the light guide bundle, grip, up/down plate, and universal cord. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported an air leak from the subject device. The subject device was sent to an olympus service center for evaluation. During inspection and testing, brown liquid came out of the device. This report is being submitted for the malfunction found during evaluation (foreign material). There was no effect on the patient due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, since air leakage occurred, processing could not be performed normally. Consequently, it is presumed that stains remained, and thus brown liquid came out. Olympus will continue to monitor field performance for this device.